Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had poor water flow. The device was returned to olympus for evaluation. During device evaluation, foreign material was found blocking the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During device evaluation, the reported issue was confirmed: the air/water nozzle did not meet specifications for water removal. During visual examination, the following additional issues were found: the connecting tube had coating peeling; the suction cylinder had peeling paint; the connecting tube was dented; the connector cover was burned; the connecting tube was discolored; the image guide protector was discolored; the control unit was dirty due to water leakage; the bending section had a white cloudy area; the bending section adhesive was chipped and cracked; and the bending section was discolored. The light guide lens and objective lens both had peeling adhesive. Examination showed the following components were scratched: connecting tube; objective lens; switch button 2; and switch button 3. Functional testing was performed: this showed the bending angle for the up direction did not meet with specifications. In addition, the up/down knob had excess play due to a worn angle wire. Finally, damage at switch button 1 did not allow the switch to be pressed down smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.